Manufacturer narrative:
The customer's device was not returned to stryker for evaluation. The reported issue may be due to a known issue involving the user test being initiated immediately after power on; however, this could not be investigated. A root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. There was no patient use associated with the reported event.